Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received via patient indicated that he kept waking up with his boxers wet and has been an ongoing issue, which he thinks started on (B)(6) of last year. The patient initially said that he has increased stimulation 2-3 times before to where he can feel stimulation and stated that "for some reason", he was still waking up wet. The patient was able to sync , stimulation was on at .80volt on program 1. Patient stated that he has already tried all four programs and has gone as high as he can (for stimulation) that was comfortable for him and even after making adjustments, he was not seeing that therapeutic relief. The patient was redirected to healthcare provider to address his symptom concerns. The patient called rep and stated that his interstim got busted and now he was waking up "wet" at night. The patient indicator for use were for fecal incontinence and gastrointestinal/pelvic floor. No further complications were reported/anticipated.